Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-nov-2018. The most recent information was received on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and urinary tract infection ("several urinary tract infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), tinnitus ("tinnitus"), dizziness ("dizziness"), micturition urgency ("frequent urge to urinate"), urinary tract infection (seriousness criterion medically significant), abdominal distension ("swollen and tight stomach"), fatigue ("chronic fatigue"), poor peripheral circulation ("poor circulation in hands and feet"), back pain ("lower back pain"), visual impairment ("vision problems") and hypertension ("high blood pressure"). At the time of the report, the pelvic pain, tinnitus, dizziness, micturition urgency, urinary tract infection, abdominal distension, fatigue, poor peripheral circulation, back pain, visual impairment and hypertension outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, dizziness, fatigue, hypertension, micturition urgency, pelvic pain, poor peripheral circulation, tinnitus, urinary tract infection and visual impairment with essure. The reporter commented: doctor's appointment for allergy investigation - osteopathic, etiopathic physicians, and physiotherapist appointments for lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and urinary tract infection ("several urinary tract infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), tinnitus ("tinnitus"), dizziness ("dizziness"), micturition urgency ("frequent urge to urinate"), urinary tract infection (seriousness criterion medically significant), abdominal distension ("swollen and tight stomach"), fatigue ("chronic fatigue"), poor peripheral circulation ("poor circulation in hands and feet"), back pain ("lower back pain"), visual impairment ("vision problems") and hypertension ("high blood pressure"). At the time of the report, the pelvic pain, tinnitus, dizziness, micturition urgency, urinary tract infection, abdominal distension, fatigue, poor peripheral circulation, back pain, visual impairment and hypertension outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, dizziness, fatigue, hypertension, micturition urgency, pelvic pain, poor peripheral circulation, tinnitus, urinary tract infection and visual impairment with essure. The reporter commented: doctor's appointment for allergy investigation - osteopathic, "etiopathic" physicians, and physiotherapist appointments for lower back pain. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.